Manufacturer narrative:
Investigation: no product samples, pictures, or videos were received for investigation. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. The complaint of 'the drug leaked from the filter' could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
An event of leakage involving a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. Mcq 644885. Frequency: few times. It was reported that: the drug leaks from the filter. The nurse only realized this at the end of the treatment. There is an available sample for evaluation. There was patient involvement and no patient harm. In clarification of the above. There is no available sample to return for evaluation.